Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. The angulated nature of the fracture surfaces suggest a torsional component, in additional to bending stresses. The extent of the damage suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure. The above observations are consistent with overload.

Event description:
It was reported that when the surgeon was to introduce the crescent in the disc space of l4-l5, it was broken leaving a part of the implant in the disc space. The implant was broken into two parts and both parts removed.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This part is not approved for use in the united states; however, a like device catalog # 9393007, product code max was cleared in the united states. This part is not approved for use in the united states; however, a like device catalog # 9393007, 510k # k094025 was cleared in the united states.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.